Event description:
The customer reported that the unit is mixing up images and that when an image is recalled, it does not match the thumbnail view. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor board, hard drive, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.